Event description:
There was no patient involved in this event. The device was observed switching itself on automatically.

Manufacturer narrative:
The pad-pak was first installed on the 19th december 2009 and performed to specification, alongside random manual power ons, up to the 24th november 2013. An increase in voltage suggests a further pad-pak was installed. Multiple manual power ups of mainly ten minutes duration were observed in the device memory between 28th november 2013 and the last log entry on the 10th july 2015. The pad-pak became depleted on two occasions during this time and was replaced. The user accessible memory was erased prior to the 14th june 2015. Investigation found the reported fault can be attributed to membrane failure. The ten minute time outs would suggest a failing membrane. The fault was witnessed during the investigation. The fault could not be replicated with a new membrane fitted. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.